Event description:
It was reported to philips that the flexvision was unable to initialize. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.